Event description:
It was reported during the procedure the subject stent could not be delivered to the treatment site. When withdrawing from the catheter, the subject stent deployed at the tail of the catheter. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported during the procedure the subject stent could not be delivered to the treatment site. When withdrawing from the catheter, the subject stent deployed at the tail of the catheter. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. Due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was returned within a microcatheter and was recovered during microcatheter investigation. The stent delivery wire (sdw) was found to be kinked/bent and was found to be deformed. The stent introducer sheath was not returned. Functional inspection was not performed as the damage was confirmed during visual inspection. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent deployed prematurely during use was confirmed during the analysis. The device did not meet specifications when received for complaint investigation based on analysis results. Additional information received indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure, and the patient's anatomy was not tortuous. The stent was returned within a microcatheter and was recovered during microcatheter investigation. The sdw was found to be kinked/bent. The stent was found to be deformed. The stent introducer sheath was not returned. The concurrent microcatheter was seen to be kinked/bent. It is possible the kinks/bends in the microcatheter shaft may have contributed to the reported premature deployment issue. It is also possible that the introducer sheath moved proximally prior to stent advancement out of the sheath. This would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that the stent would deploy into this gap. The user will then experience resistance while attempting to advance the stent through the distal opening of the introducer sheath and in the proximal section of the microcatheter shaft. An assignable cause of procedural factors will be assigned to the reported and analyzed damage of the stent deployed prematurely during use and to the analyzed damage of the sdw kinked/bent and stent deformed as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.